Event description:
It was reported patient underwent a reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to the humeral tray positioned too far superiorly on the glenoid. As a result the humeral tray was impinging on the glenoid.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.